Event description:
The pump alarmed for occlusion. Nurse checked. No evidence or obvious reason for alarm. Blood return good. Pump restarted; alarmed again. Tubing disconnected from pt. Still alarming. Tubing changed after 30 minutes no alarms noted.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-mar-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.